Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a consumer called to see what type of lens was implanted in her eye. She stated since surgery she was having a harder time to see at near, certain close items were blurred, almost double. At night she was seeing halos around car lights. She said her doctor told her it was a refractive error and provided a glasses. She was going to schedule a second opinion. Additional information has been requested and received stating that she had spoken to surgeon about wanting intermediate vision from her cataract surgery. Her near vision was worse after surgery. Had surgery many years ago in right eye due to dm. Was not happy that she could not see at near without having glasses.

Event description:
Additional information received stating that, consumer reported that they are experiencing increased dryness in the left eye following cataract surgery performed approximately 6¿8 months ago. The consumer also noted a history of cataract surgery on the same (left) eye about 30 years ago. Increased dryness was reported and they reported that punctal plugs and dry eye supplements have improved symptoms in the right eye but have not helped the left eye. Persistent glare in the left eye continues, despite the doctor advising that it should improve with glasses. The consumer stated that glare while driving can be severe and temporarily blinding when oncoming cars pass.

Manufacturer narrative:
Additional information has been provided in b.5. H.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., and h.11. The sample was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The reporter was the customer. The lens remains in the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens model is a monofocal lens which corrects for near or far as targeted by the hcp. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Consumer was advised an investigation will be performed on the serial number of the implanted lens. Consumer was asked to contact company should additional details become available. Consumer called and had additional questions; the patient had spoken to surgeon about wanting intermediate vision from her cataract surgery. The consumer reported the near vision is worse after surgery. And that the surgery was "many, many" years ago in the right eye due to dm (diabetes mellitus). The consumer is not happy with near vision without glasses. Company representative explained to the consumer that they need to speak to the surgeon regarding the outcome, as company is unable to provide medical advice or recommendations. The manufacturer internal reference number is: (B)(4).